Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three good faith efforts (gfe) were made to obtain additional information regarding the event, hygiene microbiological investigation (hmi) results and cleaning, disinfection and sterilization (cds) checklist from the customer. No response received. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary water channel was sampled and there was no bacterial detection. The obtained results are in conformance with the requirements. The returned device was evaluated and customer allegation ¿damage in the inner canal¿ was not confirmed. There were few additional findings. Switch box had a scratch. Due to a pinhole on channel tube, water tightness is lost. Due to damage on charge coupled device (ccd) unit, the image had white dots. Adhesive on bending section cover had a crack. Due to wear of angle wire, bending angle in upward and left direction does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during preparation for use for an unknown procedure. The scope was cultured four times and high level of bacteria were detected. Since the level of bacteria was high and multiple bacteria were detected, the customer suspects damage in the inner canal where bacteria can grow. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.